Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for parkinson¿s dual, movement disorders. It was reported that the patient stated they received a call from patient services, but there was no call found. When asked if the patient needed anything they responded with ¿no¿ and disconnected. The caller reported a revision. Patient services spoke with registration to see if they left the patient a vm. The caller stated they did call the patient because they received a new serial number for the patient but didn¿t provide additional information. The caller stated that they investigated the patient¿s hcp and they couldn¿t verify if the original ins was removed, replaced, or still active. If the device was removed or replaced the reason was unknown. The caller stated ¿it may still be in their body, nobody could confirm. There were no further complications reported.